Event description:
It was reported that prior to a pulsed field ablation procedure, the integrated dilator/needle was advanced into the sheath. It was noted that "it required a lot of force to advance the integrated dilator/needle and it was an extremely tight fit". No products were replaced. The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID: 990310, product type: integrated dilator/needle product event summary: the 10fcc13 sheath with lot number 0012439107 was returned and analyzed. Visual inspection of the handle area was performed and a kink was identified at the side port tube. The tip of the sheath was intact with no anomalies. The steering mechanism and deflection tests were performed; no anomalies were discovered. The functional testing was performed and no anomalies were discovered. The native dilator was inserted into the sheath and retracted several times, without any friction. The native dilator was snap-locked to the sheath and was tight. The performance test with a leak tester was performed. The pressure test with the 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.0129 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.0216 psig and in an acceptable range. In conclusion, the reported compatibility was not confirmed during analysis; however, the sheath did not pass the returned product inspection due to a kink observed on the side port tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.